Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead failed to capture at all implant locations. The lead was not used and replaced on (B)(6) 2025. There were no patient consequences.